Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop health deterioration. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted a report with an incorrect date for section b.4. The correct date should be(B)(6) 2022.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop health deterioration. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings dust/dirt around the air inlet, on blower, on bottom enclosure.water ingress in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludesunable to assess the symptoms described in the complaint and found a dust/dirt contaminant around the air inlet. Also found a dust/dirt contaminant on the blower box and on the bottom enclosure. Found evidence of water ingress in the blower box. Found no evidence of sound abatement foam degradation and breakdown. Section b3 date of event captured incorrectly in initial report. It has been corrected in this report. In this report, section d9, g3, h3, h6 has been updated or corrected.